Event description:
Beckman coulter internal testing of two (2) unicel dxh 800 coulter cellular analysis systems produced discrepant hemoglobin (hgb) results without instrument generated flags or messages for multiple donors. This report references the unicel dxh 800 coulter cellular analysis system serial number (B)(4); please refer to medwatch report number 1061932-2014-01601 for a report of the other unicel dxh 800 coulter cellular analysis system. The initial and rerun results for two (2) donors on this instrument produced differences of 0.44 g/dl and 0.28 g/dl for the hgb parameter. The erroneous results were not reported out as the instrument is not used for patient diagnosis. There was no injury, change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the hemoglobin (hgb) cuvette chamber (vc107) and top tubing, and aligned the lamp and pre-amplifier to the new chamber. The fse verified the repair and no further issues were noted. All related medwatch reports associated with this event: 1061932-2014-01601; 1061932-2014-01602.